Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). The aortic main body was implanted with graft manipulation due to (off-label) neck anatomy. The physician implanted a non - endologix (palmaz) bare metal stent prior to implanting the iliac limbs due to angle, the physician then retracted the nose cone handle without resistance the main body delivery system was removed but the nosecone became detached and remained in the patient. The physician tried to retrieve the nosecone in various ways but was unsuccessfully. The patient was unharmed and the case was completed without any endoleaks. The doctor is going to follow up with the patient using their standard protocol. Note: FDA's med watch, mw5096297 has been assigned to this event.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was not released from the user facility. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and / or medical imaging received by endologix was unable to confirm the report events of component detachment issue and the nosecone remaining in the patient. This is not consistent with the reported adverse event / incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The juxtarenal angle was off label at 80 degrees (should be equal to or less than 60), it was unclear if this contributed to the reported event however it was reported that aortic main body was implanted with graft manipulation due to (off-label) neck anatomy and this manipulation may of contributed to this event. The final patient status was reported being under surveillance. No additional investigation of this reported adverse event / incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d2: product description has been updated. H3: device evaluated by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11 h3 other text : device was not returned.